Manufacturer narrative:
(B)(4).

Event description:
When the pressurewire aeris was removed from the patient after ffr measurement, the tip of the pressurewire became stuck in the proximal lad. It was reported the wire remained intact. An attempt to remove the wire with a snare kit was unsuccessful. The patient was taken for emergency open heart surgery and CABG. During surgery, the tip was cut and left in the lad and the rest of the wire was removed from the aorta.

Manufacturer narrative:
(B)(4). The results of the investigation concluded the tip coil of the radiopaque tip and the corewire appeared to have been fractured at the distal tip. The tip coil was stretched and there was evidence of a weld joint at the distal end of the jacket. The distal sections of both the tip coil and corewire were not returned. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. Although the exact cause of the reported event remains unknown, the condition of the returned device is consistent with the distal tip becoming stuck. The cause of the guidewire damage is consistent with forcible contact during use. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.